Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The revision surgery was performed on (B)(6) 2020. The surgeon replaced the stem. The surgeon remained the cup side implants in the body because the implants had no problem. The duration of the revision surgery was 3 hours, the incision was 20cm. There was no fracture during the surgery. The patient will undergo rehabilitation. The surgeon commented that the revision surgery was completed successfully. However, the surgeon requested to investigate about the breakage of the stem. The breakage of the stem¿s neck led to the revision surgery, so he wants us to investigate whether the corrosion or the metal fatigue was cause to the breakage. When the 1st revision surgery which was performed in 2016 at (B)(6) hospital, the surgeon replaced an insert and a head, and implanted a cement cup (our product, the product code and lot# were unknown.).

Manufacturer narrative:
Product complaint#: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : examination of the returned device confirmed the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : (B)(4) parts were manufactured per specification. There was one deviation (2545) for removing 3 parts from the order for development activities. There is no correlation between the deviation and the reported incident.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed in 2003 (the date was unknown) at another hospital via tha with a discontinued stem. It was reported that the surgeon found the neck of the stem's broken. The patient had a difficulty in walking due to the breakage of the stem. The schedule of the revision surgery is not decided, however, the surgeon plans to remove the stem. No further information is available.